Manufacturer narrative:
Device not available for return. Investigation in process but not complete.

Event description:
The screw and plate pulled away from the bone of the jaw. Plate and screws were removed. The fracture healed correctly and the hospital retained product.